Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 19.2 mmol/l (346 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient also mentioned experiencing "a little bit of pain" at the insertion site. When the pod was removed, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, a new pod was applied and correction boluses were delivered through the device. The patient's bg levels started to come down approximately 45 minutes later.